Manufacturer narrative:
Evaluation summary: the product was not returned for analysis .results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she has experienced spiderwebs, burst and some double vision all when looking at a light source. She notices this when driving at night. She also reported that the television seems distorted. She has had a second opinion and was told that the lenses are fine. She was told by tow ophthalmologists that she may be one of those patients that just cannot adapt to these types of lenses. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.